Manufacturer narrative:
(B)(4)device evaluation expected but not yet completed. Any results of evaluation will be provided in follow-up emdr.

Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 4. The home patient (hp) drained 3359ml. The programmed fill volume was 2000ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.